Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery. This report is filed november 5th, 2015. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient was hospitalized (date not reported) for two days due to pain around the implant site, dizziness and intermittent tinnitus.